Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Event description:
The set screw is reported to have become disengaged from a pedicle screw in situ. It was reported that a pedicle screw at the very end of the construct (which included a growth rod) pulled out of the patient's bone due to an anatomical issue that resulted in a split pedicle and non-fusion. This is reported to have caused pressure on the set screw that was assembled to different pedicle in the construct and subsequent disengagement of that set screw. The set screw was explanted and replaced during revision surgery. Concomitant devices: growth rod, catalog no. Unknown. Expedium 4.5 pedicle screw, catalog no. Unknown. Expedium 4.5 pedicle screw, 186212425.

Manufacturer narrative:
Visual inspection of the returned set screw found no anomalies with the device. Markings were noted on the bottom of the set screw suggesting that the screw had made full contact with a rod. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, it was reported that the pedicle screw at the very bottom of the construct (see mfg medwatch report no. 1526439-2013-11051), pulled out of the patient's bone due to anatomical issue and non-fused spine. As a result, there was pressure on the set screw/pedicle screw assembly from the resulting piston-like motion appears to have caused disengagement of the set screw. At this time, the complaint is considered to be closed.